Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that they received a blank display. Customer states that the blood glucose reading is 10 mmol/l. The insulin pump will be replaced.

Manufacturer narrative:
The insulin pump powered up properly and there was no blank display noted. All operating currents are within specifications. The unit passed self-test and displacement test. The unit had minor scratched lcd window, cracked battery tube threads, reservoir tube lip and case at display window corner.